Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. No abnormalities or malfunctions were observed. The cause of the reported condition could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an overinfusion of a bolus infusor 2 ml x 2 ml. The infusor device was filled with 100ml of ropivacaine hydrochloride hydrate. The expected flow rate was 100 ml in 48 hours, but the infusion ended with an actual flow rate of 100 ml in 24 hours. This occurred during patient infusion. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.